Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. The user reloaded the cartridge successfully. The user's blood glucose (bg) level was 290 mg/dl. Reportedly, the user feels as though the pump is not delivering the amount of insulin it says when requested. The user addressed bg level with a bolus via the pump. It was reported that the user fills the cartridge with insulin right of the refrigerator.